Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called regarding the sensor feature. The sensor did not connect, no radio frequency icon was displayed on the insulin pump, the sensor never connected. The current blood glucose reading is 208 mg/dl. Customer mentioned that she was involved in a vehicular accident one year ago. Customer was wearing the insulin pump, but not the sensor. The blood glucose at the time of the accident was 28 mg/dl. Customer is using the same insulin pump today. Nothing further reported.